Event description:
Complainant alleged that during device use, there was no screen display. There was no indication from the complainant of any pt involvement in the reported malfunction. The complainant was contacted on numerous occasions in an attempt to obtain add'l pt and event info. All attempts were unsuccessful.